Event description:
It was reported that dr was unable to reinsert stylet when attempting to relocate leads, helix would not extend/retract either. Implant period was one day. Device was removed from service. No patient complications have been reported as a result of this event.